Event description:
It was reported that during insertion in the ICU, the puncture was done and the guide wire was advanced. However, resistance was met when the md tried to draw the guide wire back from the catheter and when doing so, the guide wire unraveled. The wire was able to be removed in its entirety and the cvc remained placed in the patient's right jugularis. There was reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.